Event description:
The pt claims they used the suspect device and they obtained high readings which they then injected too much insulin. Pt was admitted into the hospital for low blood glucose. Before going to the hospital they ate a candy bar and drank orange juice. The hospital performed a lab test which was 119mg/dl.